Manufacturer narrative:
Complaint could not be confirmed. Visual evaluation identified that the implant was disassembled from the one fibertak device. The implant and suture displayed signs of use but no damage or fraying. The other fibertak device was still loaded and did not malfunction. Additionally, without the repeatable conditions of surgery, the reported event cannot be recreated. The root cause of the reported failure mode is undetermined.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a labrum re-fixation with a knotless fibertak the anchor was torn out. It was reported that the surgeon has drilled the hole and placed the guide correctly. The drill hole was easily accessible. The anchor was set with the guide and while tightening the anchor it was torn out. The torn anchor was retrieved out of the patient. It was further reported that a young patient with a hard bone was treated. The surgery was finished successfully with a different device (ar-1932ps-1). Therefore an additional hole was drilled. There was no harm for patient, operator or third party reported. It was not necessary to switch the surgical technique or do a second surgery.